Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the rv and lv impedance has been increasing since (B)(6) 2009, when the patient had a leg amputation. The pocket was opened but the leads could not be accessed. Leads remain implanted.